Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a vf event was observed. The patient had what appeared to be oversensing of t waves on his rv lead. Because the variability of amplitude of the oversensing and the low pacing impedance, it was decided that it was likely lead noise. The lead remains implanted. The patient is stable.

Event description:
New information notes that on april 22, 2019, the lead was capped and replaced due to oversensing. The patient condition is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.